Event description:
A low readings issue with the Abbott Diabetes Care (ADC) device was reported. The customer received unspecified sensor scan results in comparison to unspecified readings from a healthcare professional meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptom described as "felt funny in the head" and was unable to self-treat. An ambulance transported the customer to a hospital, where healthcare professionals administered unspecified intravenous drip to the customer as treatment for a diagnosis of hyperglycemia. They also did blood tests, a cardiograph, and a chest X-Ray. There was no report of death or permanent impairment associated with this event.Reportedly, scan result of 2.80 mmol/L on the ADC device compared to glucose reading of 27 mmol/L obtained on healthcare professional meter. The results, when plotted on a Parkes Error Grid, fall into the D Zone, showing the difference in values to be clinically significant. The length of sensor wear was 7 days. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.